Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported that the operational check mode turns device off. There was no patient involvement.